Event description:
The following information was reported to gore: on (B)(6) 2022, a patient underwent endovascular treatment of an abdominal aortic aneurysm and a right common iliac artery aneurysm using gore® molding & occlusion balloon catheter (mob) and gore® excluder® aaa endoprostheses. During the treatment, when touch up of the contralateral leg in a left common iliac artery using the mob, a dissection developed in the distal part of the left common iliac artery. To treat the dissection, additionally stent graft was implanted. The physician decided to monitor it and the patient returned to a ward. Immediately after returning to the ward, the patient's blood pressure dropped, and due to a suspected rupture, the patient returned to the operating room. Additional treatment was performed. A left internal iliac artery was embolized and additionally stent graft was implanted into a left external iliac artery. Since the blood pressure was maintained, the physician decided to monitor it. A 4dct scan was planned for the next morning. The physician stated that too much force was put when the touch up. Reportedly, this was the first excluder case for the physician and he was not familiar with the procedure. The touch up was performed with extra force.

Manufacturer narrative:
A review of the manufacturing records indicated the lot met pre-release specifications. The device was discarded at the treating facility and was therefore not available for analysis by gore. It should be noted the gore® molding & occlusion balloon instructions for use (IFU) state ¿excessive inflation volume may result in balloon rupture, embolization, vessel damage, vessel rupture, or patient death. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.